Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized due to experiencing a seizure. The physician believed the seizure was due to personal stress and recovering from the implant procedure. The neurosurgeon also believed the seizure was not related to the device. The patient has recovered and is currently using the device to find effective pain relief.